Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had been hospitalized for diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that he wants to upgrade his daughter's pump. The customer reported that they starting to have some issues with the pump and daughter ended up in the hospital with diabetic ketoacidosis. The customer reported that the pump kept having issues. The customer reported that daughter has been taken of the pump and put on injections. It was not possible to troubleshoot the pump as the daughter lives in another state with her mother. The customer reported that she was released two days ago with diabetic ketoacidosis. The insulin pump will not be returned for analysis.